Event description:
A peritoneal dialysis pt reported solution leaked from the cycler door when the cassette was removed. The cassette was inspected and no holes were visible. The pt's effluent was clear. The pt did not take any prophylactic antibiotics.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the failure mode has not been confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. A functional test was performed to the actual sample to confirm the alleged failure. After the test was completed, the cassette was removed from the cycler and no fluid was found. The solution lines were inspected and leaks were not detected. The complaint was deemed as not confirmed.